Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported to a company representative a patient was observed to have four microfilaments in the eye one day after a procedure. The microfilaments were removed from the eye and the samples were not retained. Additional information was requested; however, none has been received to date. This is one of two patients.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. The customer reported that they found four green microfilaments in one eye. The particles had to be removed one day post-op. Visual inspection could not be performed due to a sample not being returned. Although a sample was not returned, a review of the drawing of the customer¿s pack was conducted. There were no green components in this customer¿s pak that could have contributed to the green fibers. The exact source of the green fibers reported in the customer's complaint is unknown. Without a sample, it is impossible to isolate the root cause; however, possible root causes could be an error made during the custom pak assembly process and an error made during the manufacturing process of one of the component suppliers. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. (B)(4).